Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's diabetes clinical manager called in to report a hospitalization due to high blood glucose. The customer's blood glucose level was 500 mg/dl. The customer's symptoms included thirst and dehydration. The customer was wearing the insulin pump at time of admission. The cause per the healthcare provider was dehydration and diabetic ketoacidosis. The customer was treated with IV fluids for dehydration and an insulin drip for the high blood glucose. The outcome was that the customer was released from the hospital after the blood glucose levels stabilized. The customer declined to complete troubleshooting. The product was replaced. The customer was informed to return the product for analysis.